Event description:
It has been reported by an onkos sales representative that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2026 due to loosening of the femoral stem. There were no reported information on the explanted device. This report captures awareness of the reported complaint and will be updated accordingly if/when new information is attained.

Manufacturer narrative:
The root cause of this complaint was not determined. MDR will be submitted as an awareness and due to the revisional case, if additional communication regarding the complaint is received, a supplemental complaint will be opened.